Manufacturer narrative:
Failure analysis revealed that no moisture damage on the keypad traces or electronic assembly upon visual inspection. The insulin pump was received with cracked case on the lcd display window corners, cracked lcd display window, cracks on the battery tube threads, and cracks on the reservoir tube, lip and window.

Event description:
The customer reported that the insulin pump dropped on concrete and broke across the screen and became cracked. The customer's blood glucose was 118 mg/dl. He was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.